Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they were using bottled millipore water from their sister hospital because their millipore water system was down. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that there were elevated chem wash precision runs which were consistent with the elevated patient and quality control results. Also, the elevated chem wash was consistent with biofilm in the chem wash fluidics. The hsc specialist determined that the customer did not follow the tube manufacturer's recommendations for centrifugation time and speed. Siemens recommended that the customer handle samples per the tube manufacturer's instructions. A siemens customer service engineer (cse) specialist was dispatched to the customer site. Based on the hsc specialist's findings, the cse performed decontamination of the fluidics systems. The cse then replaced the probes, calibrated them and ran chem wash precision, which was acceptable. The cause of the discordant, falsely elevated cardiac troponin I result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The corrected result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.